Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure no capture was noted on the right ventricular (rv) lead. Trouble shooting was undertaken however the issue remained. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted a distal segment was returned with a cut off stylet in the lead. If information is provided in the future, a supplemental report will be issued.